Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the pump had been beeping for months because the pump was empty. The patient moved to north carolina and "their pain pump had been going off." Their primary care physician (pcp) referred them to a pain management doctor to refill the pump. The caller mentioned that today the pain management doctor informed them they couldn't refill the pump.

Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.